Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a remote transmission showed that there were sensitivity issues with the atrial lead that were potentially affecting the mode of the device. Reprogramming was done, and the device and lead remain in use. No patient complications have been reported as a result of this event.